Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported left side rupture and seroma. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported left side rupture and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, red biological tissue in the shell and opening curved on posterior. A visual and microscopic analysis was performed which identified: two sharps on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.